Event description:
Complainant's wife was admitted to med ctr for preterm labor symptoms on 8/30/94. During the course of drawing blood the needle broke off in her arm and had to be removed surgically. He stated that from comments he heard from some of the nurses, this had happened before.